Event description:
It was reported that a customer had initiated ecls support and on day 14 the customer noticed what appeared to be a failing pediatric quadrox oxygenator due to pressure drops and flows. The customer converted to a second pediatric quadrox oxygenator which started to exhibit increased pressure drop over 100 with decreased flow after 12 hours of use. The perfusionist stated that after wash out of the second unit a clot was noted. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A review of the mfg records showed no non-conformance. According to the instruction for use the utilization period of this device is restricted to 6 hours. The first oxygenator performed satisfactory for 14 days and the second one for more than 12 hours. The reported issues are know to occur under extended use. The sample has been requested from the customer and a supplemental medwatch will be submitted if the sample is returned or further info becomes available. This report is submitted in response to user facility report # (B)(4).